Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported he noticed the infusion set cannula was bent after removing the cannula from the infusion site. Patient is inserting the infusion sets manually. Patient stated he began using the infusion sets in late (B)(6) 2011 and he began experiencing an elevated blood glucose at that time. Patient reported the infusion must have been bending as he inserted them but he didn't know until about 3-4 hours after inserting the infusion set that his blood glucose reading was as high as 22.0 mmol/l (396 mg/dl). Patient's target blood glucose is 7.0 mmol/ml (126 mg/dl). Patient stated upon removal of the infusion set, the infusion set cannula appeared to be bent. Patient reported he was going through 2 infusion sets a day due to the concern. Patient stated he was able to give himself a manual bolus with a syringe. Patient has discarded the alleged infusion sets. Patient reported there was no concern with the adhesive or insertion of the infusion set. Patient stated there was no leaking. Patient has switched to a different type of infusion set. Patient reported he notified his health care provider of his concern; no treatment was given. No product return was requested.